Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 open pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received one open sample (only the second pack is open). The first pack (aluminum pouch) on the open sample received is not sealed/glued to the peel foil. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: in spite of receiving a open sample, without defective samples a suitable analysis cannot be performed. Nevertheless, note of this incident and if any defective sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the first pack was sealed to the second pack.